Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the ar-6480 dualwave pump has had a few occurrences where the pump does not regulate fluid and continues to push fluid into the joint. The latest occurrence happened during a knee arthroscopy and proceeded to blow up the knee joint. The surgeon was not happy. Another tubing set was brought in and used with the pump and the issue occurred again. Additional information received on 12/23/2020: the facility stated that manual pressure was applied to the affected area to remove the excess fluid. The patient was not kept overnight, and was discharged without a prolonged recovery. The part and lot numbers of the pump tubing used was provided.